Manufacturer narrative:
A ge service rep performed an on site investigation. An xray switch was disconnected and repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message thereby preventing it from booting up. No report of pt injury.